Event description:
This event was originally reported as a death not related to the lifesite and no MDR was required. However, after reviewing and obtaining additional information, it was found that the event occurred during explant surgery and therefore as the device was explanted a medical device report is being filed. The device was being explanted due to difficult cannulation.